Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple shock for ventricular fibrillation (vf), however, the shocks did not convert the rhythm and therapy was exhausted. High shock impedance measurements of 109 and 172 ohms was observed in addition to undersensing during one of the episodes that resulted in a shock not being delivered. Attempts were made to convert the patient with external shocks, however, was unsuccessful. The patient was intubated and hospitalized. The root cause was felt to be related to the position of the electrode. Surgical intervention was undertaken to explant the system and replace with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple shock for ventricular fibrillation (vf), however, the shocks did not convert the rhythm and therapy was exhausted. High shock impedance measurements of 109 and 172 ohms was observed in addition to undersensing during one of the episodes that resulted in a shock not being delivered. Attempts were made to convert the patient with external shocks, however, was unsuccessful. The patient was intubated and hospitalized. The root cause was felt to be related to the position of the electrode. Surgical intervention was undertaken to explant the system and replace with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the reportable event of intubation and surgery.